Manufacturer narrative:
Follow-up received on 08-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe abdominal pain and cramping and severe bleeding (interpreted as genital bleeding). She underwent removal of uterine lining and essure device removal approximately 2 years after its insertion. These events are listed in the reference safety information for essure. After essure insertion, genital bleeding and abdominal pain may occur. In the present case limited information was provided. The exact interval between essure insertion and events onset was not specified neither was events outcome after device removal or the removal method. Despite the limited information provided, given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since medical intervention and device removal were required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 10-may-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Plaintiff experienced severe abdominal pain and cramping, severe bleeding, migraines were severe. She had MRI (magnetic resonance imaging) and ongoing testing. On (B)(6) 2015 essure devices were removed. Removal of lining of uterus to help with bleeding and cramps was reported. The doctor said if keep complaining about same symptoms there would be nothing more that could be done, except for hysterectomy and removal. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe abdominal pain and cramping and severe bleeding (interpreted as genital bleeding). She underwent removal of uterine lining and essure device removal approximately 2 years after its insertion. These events are listed in the reference safety information for essure. After essure insertion, genital bleeding and abdominal pain may occur. In the present case limited information was provided. The exact interval between essure insertion and events onset was not specified neither was events outcome after device removal or the removal method. Despite the limited information provided, given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since medical intervention and device removal were required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.